Event description:
It was reported that the pump battery gauge displayed a 100 percent charge for several days, despite the pump being in use. Then the battery gauge dropped to 65 percent. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.